Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly. The outer insulation of the extension body was cut. The extension was functionally okay with a few small breached cuts in the insulation. Analysis of the lead found the connector on the proximal end of the lead was crushed, the conductor on the proximal end was broken (overstress/damage) and the insulation on the proximal end had setscrew impressions between the connectors. The #1 connector was crushed on the edge and there was a setscrew impression in the insulation between the #1 and #2 connectors which contributed to the #1 and #3 conductors being broken at their connector weld site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that only the lead and extension were replaced on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3389-40, lot# 0211073739, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had poor deep brain stimulation (dbs) therapy. The cause of the event was unknown. A full system impedance check was done on (B)(6) 2016. Impedances were measured to be out of range indicating a combination of both intermittent short and open circuits. Surgical intervention was planned for (B)(6) 2016. During the revision, the hcp determined the connectors between the lead and extension were damaged and the lead was bent in that area. The hcp also noted that a screw at the connection region had penetrated the plastic sheath of the lead. An additional surgery was scheduled for (B)(6) 2016 to replace the right lead. During the surgery on (B)(6) 2016, the right lead and extension were explanted and replaced. The ins was also replaced. The new extension and lead resolved the impedance issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.